Event description:
It was reported that during a lap cholecystectomy, the first device jammed then several clips would not close. The second device kept jamming and would not dispense clips. Another device from a different lot number was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): device fired through the lockout. The analysis results found that the el5ml device (a) was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. In addition, one jaw was noted broken. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Finally, the device locked out as intended but the orange did not show up. A possible cause for the indicator failure may be a previous feed error. The analysis results found that the el5ml device (b) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No testing could be performed to evaluate the event reported due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.